Manufacturer narrative:
Concomitant products: two gore viabahn® endoprostheses were implanted. See MFR report #2017233-2014-00515. Review of device manufacturing record history confirmed device met pre-release specifications. Engineering evaluation state the returned deployment line and catheter did not match the size reported, based on lot number provided to gore. The device remains implanted.

Event description:
On (B)(6) 2014, the patient presented with an a-v fistula in the left upper arm. Two gore viabahn® endoprostheses were implanted in this procedure. On (B)(6) 2014, the gore viabahn® endoprostheses had stenosed. A catheter was placed.

Manufacturer narrative:
Gore became aware of stenosis and subsequent intervention on 09/11/2014. Date of event was (B)(6) 2014. Device components were returned; engineering evaluation indicates the size on the catheter does not match the size reported by user. The device remains implanted.